Manufacturer narrative:
The marksman microcatheter was returned with the flow-diverter for analysis. The catheter appeared to be separated into two segments. The flow-divert system could not be pushed forward or removed from the catheter. For further examination, the catheter was dissected to remove the flow-diverter. The pushwire was noted to be kinked and bent. The catheter tip and the marker band were examined and no damages were found. The catheter body was found to be stretched and accordioned at 20.5 cm to 30.0 cm and 75.0 cm to 104.0 cm from the distal tip; and accordioned at 7.0 cm to 14.0 cm from the proximal end of the catheter hub. The catheter body was separated at 29.0 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. No other anomalies were observed. Based on the analysis findings the clinical observation was confirmed as the catheter was observed separated. The broken ends of the catheter exhibited stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the reported ¿resistance during delivery¿; subsequently causing the catheter to become damaged. However, the cause for resistance could not be determined. Additionally, the damages seen on the catheter body (stretching/accordioning), proximal wire (kinking/bending) suggest excessive force used such as pushing and pulling. In this event, the user context may have contributed to the reported issues as the physician continued to advance the flow-diversion device despite resistance. Per our instructions: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. The lot history record of the reported lot number has been reviewed. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this event: 2029214-2016-01131.

Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of aneurysm located in the right opthalmic segment of the internal carotid artery, the push wire became bent causing the marksman to tear proximally 3 cm from the hub. It was reported that resistance was encountered while advancing the flow-diverter through the hub, proximal, middle and distal segments of the markmsan; as the patient had severe vessel tortuosity. A new flow-diverter and marksman were used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.